Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Manufacturer narrative:
The pump was received for evaluation on 09/23/2015. The replaced external distal end portion of the percutaneous lead, approximately 6 inches long, was returned for evaluation, and the evaluation confirmed an external issue that would have potentially contributed to the reported event. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 1.5 inches from the nipple housing of the metal connector revealed a small breach to the insulation of the brown wire; the brown wire redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly abraded, but were otherwise unremarkable. The explanted pump was also returned for evaluation. The evaluation of the pump confirmed internal percutaneous lead wire damage that also could have contributed to the reported event. The pump was returned assembled with the percutaneous lead cut approximately 6 inches from the pump housing and the distal portion of the percutaneous lead was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection revealed a breach to the insulation of the orange wire approximately 24.75 inches from the metal connector of the repaired percutaneous lead, exposing the inner conductors; the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the orange or brown wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield when connected to the power module or on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing alarms only when he was connected to the power module. Multiple pump stops and pump speeds below the low speed limit were noted in the log file. The patient remained asymptomatic during the event. A review of x-rays of the percutaneous lead noted that there was an area near the system controller end of the distal percutaneous lead bend relief that looked like it was pinched. No damage to the external portion of the percutaneous lead was reported. On (B)(6) 2015, the manufacturer¿s technical services representative evaluated the percutaneous lead. A continuity test was performed that did not reveal any broken wires. The distal end of the percutaneous lead was replaced with no issues. The patient was observed overnight and no issues occurred. The patient was discharged to home.

Manufacturer narrative:
The pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient experienced low flow, low speed, and pump stop alarms while at home. The log file was reviewed and the alarms appeared to be occurring while the patient was connected to the power module. The patient remained asymptomatic during the events. On (B)(6) 2015, the manufacturer's technical services representative evaluated the driveline. The vad team did not elect for a driveline repair and scheduled a pump exchange. On (B)(6) 2015, the patient was discharged to home with an ungrounded patient cable due to a suspected internal driveline fracture. On (B)(6) 2015, the patient was admitted to the hospital, due to experiencing "constant alarming" at home while attempting to switch from battery power to tethered support (connecting to the power module). The patient stated that while connecting the white lead of the power module, the alarm would occur and would not stop. The patient remained on battery power. On (B)(6) 2015, the patient's pump was exchanged. The patient is reportedly doing well. No further information was provided.